Manufacturer narrative:
The actual device was not available; however, a photograph of the sample and two (2) retained samples were evaluated. Visual inspection was performed on the photo sample which showed the stopper pushed into the bottle. The reported condition was verified. The cause of the condition could not be determined; however, the probable cause of the rubber insert dropping to the bottle when punctured is related to user error with an inadequate method of spiking. Visual inspection of the retained samples did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an evacuated container leaked immediately after an intravenous (IV) spike was inserted during the preparation of an ivig (intravenous immunoglobulin) infusion. The vial stopper of the evacuated bottle became loose and dislodged, resulting in leakage of ivig solution around the stopper area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.